Manufacturer narrative:
Although the device was inspected in the field during scheduled maintenance, to date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus senior field service engineer reported on behalf of the customer that, during a field maintenance of the customer's visera elite xenon light source¿ device, it was discovered that the spare lamp indicator was blinking and that the spare lamp would not ignite. Additionally, the xenon lamp hour count had exceeded 500 hours. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the cause of the lamp not lighting was due to a faulty spare lamp. However, the specific cause of the faulty spare lamp was not established at this time. Olympus will continue to monitor field performance for this device.